Manufacturer narrative:
Date of event: unknown, an exact date was not provided but the best estimate is between 12/06/2018 and 01/23/2019. (B)(6). If explanted; give date: n/a (not applicable). To date, the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) model zct300 +32.5 diopter was implanted into the patient's right eye on (B)(6) 2018. The lens originally placed at 45 degrees was measured at 145 degrees during the post-op visit. The patient experienced a high level of astigmatism after surgery. Additional information was received and it was learnt that there was improvement in vision since the operation. Visual acuity pre-operative = +5.0d sph/-1.75d cyl/ at 124 degrees. Visual acuity post-operative = +0.5d sph/-4.75d cyl/ at 136 degrees. The patient was seen again and the surgeon decided to reposition the lens. The procedure was successful and the patient vision seems better. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that no incision enlargement or other medical interventions were necessary during the lens reposition on the (B)(6) 2019. It was noted that the reposition was harder then expected due to the haptics that the surgeon described as sticking; however the surgery was successful without tilting the lens as a result. Reportedly, the patient's feedback was positive. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.